Manufacturer narrative:
Suspect medical device, device manufacture date: pump: (B)(4); batch/lot # 0172929004; mfg date 05/01/2017; exp date 04/18/2022.

Event description:
It was reported that the implant of an ams700 inflatable penile prosthesis the cylinder and pump replacement where due to fluid loss and cylinder connector deterioration and the pump was dimpled. The reservoir was not removed. The connector and pump where replaced to complete this surgery. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the implant of an ams700 inflatable penile prosthesis the cylinder and pump replacement where due to fluid loss and cylinder connector deterioration and the pump was dimpled. The reservoir was not removed. The connector and pump where replaced to complete this surgery. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Suspect medical device, device manufacture date: pump: gtin # 00878953003986 upn# 72404310 batch/lot # 0172929004 mfg date 05/01/2017 exp date 04/18/2022 the returned device met specifications and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.